Event description:
They were using the 4vail-fx for patient prep and then went to use a catuery pencil in the or. The staff heard a swooshing sound and smelled something burning. The nurse manager in the or stated that the 4vail-fx was not completely dry as stated in the instructions and that is why the reaction took place. There was no patient injury.